Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Th reported valve was implanted to a patient via lp shunt (the initial setting was 5) on (B)(6) 2017. The surgeon attempted to change the setting from 5 to 7 on (B)(6) 2017, however, the setting was not able to be changed. The surgeon called the sales force and told that the surgeon set the initial setting as 6 or 7, but the setting was changed unexpectedly to 5. Also, the setting was not able to be changed even several times of attempts. The sales force checked the performance of the hospital¿s locator with a sample valve, and it was confirmed that there is no problem with locator. The surgeon attempted to change the valve setting at the hospital ward but it still failed to change. Then, the surgeon attempted again under x-ray and the setting was confirmed as 5. The surgeon tried to change the setting with both a locator and a low profile locator, but the valve setting was not able be changed. The sales force asked the surgeon to make several back and forth motions by centering the setting 5. Then, finally the valve setting was able to be changed to the desired setting 7. There was no revision surgery and patient¿s condition is fine. The sales force explained that there was a possibility of valve¿s position, temporary occlusion of the valve, thickness of the subcutaneous fat made the difficulty of valve setting change, but the surgeon did not agree. The device will not be returned for investigation since it is still inside the patient¿s body, but the surgeon requested to investigate the possible root causes other than the patient¿s body tissue problems, and event frequency.. The patient was female and her disease is inph. The csf is very clean and there is no blood. There was no adverse consequence to the patient and no further information was provided by hospital.